Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Event description:
It was reported that during ureteroscopy, the fiber broke. Another fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during ureteroscopy, the fiber broke. Another fiber was used to complete the procedure. There were no patient complications.